Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other coil was hanging out of my fallopian tube') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("migrated to my uterus causing excruciating pain/pain"), dysmenorrhoea ("painful constant periods"), device expulsion ("migrated to my uterus"), genital haemorrhage ("constant bleeding"), abdominal distension ("bloating to where you look 6 months pregnant"), flatulence ("gas pain"), fallopian tube cyst ("my tubes were covered in cysts"), uterine cyst ("my uterus were covered in cysts"), loss of libido ("no sex drive") and tooth loss ("lost 2 teeth"), was found to have uterine leiomyoma ("fibroids all over") and was found to have a pregnancy with contraceptive device ("being pregnant with my third contributed to it"). The patient was treated with surgery (undergone surgery for essure removal/everything except ovaries/hystrectomy done with essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, device expulsion, genital haemorrhage, abdominal distension, flatulence, fallopian tube cyst, uterine cyst, loss of libido, uterine leiomyoma, tooth loss and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, genital haemorrhage, loss of libido, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine cyst and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adnexa uteri pain, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, uterine cyst, uterine pain, genital haemorrhage, loss of libido, abdominal distension, uterine fibroids". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received :new event "loss of teeth", "being pregnant with my third contributed to it" were added. On 20-mar-2020: social media received: patient's age was added. Reporter added. On 20-mar-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am (B)(6) and will be getting it (hysterectomy) done next month') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other coil was hanging out of my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migrated to my uterus"), flatulence ("gas pain"), pelvic pain ("migrated to my uterus causing excruciating pain"), fallopian tube cyst ("my tubes were covered in cysts"), uterine cyst ("my uterus were covered in cysts") and dysmenorrhoea ("painful constant periods"). The patient was treated with surgery (she undergone surgery for essure removal/everything except ovaries). Essure was removed. At the time of the report, the device dislocation, device expulsion, flatulence, pelvic pain, fallopian tube cyst, uterine cyst and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, pelvic pain and uterine cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adnexa uteri pain, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, uterine cyst and uterine pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other coil was hanging out of my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("migrated to my uterus causing excruciating pain/pain"), dysmenorrhoea ("painful constant periods"), device expulsion ("migrated to my uterus"), genital haemorrhage ("constant bleeding"), abdominal distension ("bloating to where you look 6 months pregnant"), flatulence ("gas pain"), fallopian tube cyst ("my tubes were covered in cysts"), uterine cyst ("my uterus were covered in cysts") and loss of libido ("no sex drive") and was found to have uterine leiomyoma ("fibroids all over"). The patient was treated with surgery (undergone surgery for essure removal/everything except ovaries/"hysterectomy" done with essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, device expulsion, genital haemorrhage, abdominal distension, flatulence, fallopian tube cyst, uterine cyst, loss of libido and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, genital haemorrhage, loss of libido, pelvic pain, uterine cyst and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adnexa uteri pain, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, uterine cyst, uterine pain, genital haemorrhage, loss of libido, abdominal distension, uterine fibroids". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media: events added- constant bleeding, no sex drive, bloating to where you look 6 months pregnant and fibroids all over, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 31 and will be getting it (hysterectomy) done next month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (surgery for essure removal/everything except ovaries). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Concerning the injuries reported in this case, the following one were reported via social media: flatulence. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. New event gas pain was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other coil was hanging out of my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migrated to my uterus"), flatulence ("gas pain"), pelvic pain ("migrated to my uterus causing excruciating pain"), fallopian tube cyst ("my tubes were covered in cysts"), uterine cyst ("my uterus were covered in cysts") and dysmenorrhoea ("painful constant periods"). The patient was treated with surgery (she undergone surgery for essure removal/everything except ovaries). Essure was removed. At the time of the report, the device dislocation, device expulsion, flatulence, pelvic pain, fallopian tube cyst, uterine cyst and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, pelvic pain and uterine cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adnexa uteri pain, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, flatulence, uterine cyst and uterine pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Event verbatim updated to the other coils were hanging out of my fallopian tube (previously reported as I am 31 and will be getting it (hysterectomy) done next month), events added-migrated to my uterus, causing excruciating pain, my tubes and uterus were covered in cysts, and painful constant periods were added¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 31 and will be getting it (hysterectomy) done next month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (surgery for essure removal/everything except ovaries). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Concerning the injuries reported in this case, the following one were reported via social media: flatulence. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jan-2020: pqs: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.